Manufacturer narrative:
The device was returned to the MFR for investigation. The investigation is ongoing. A f/u report will be filed when the investigation is complete.

Event description:
The device was sent in for repair for an unrelated issue. During the repair process, grease was found leaking from the bottom of the device. There was no pt involvement and no allegation of adverse consequences associated with this event.